Manufacturer narrative:
The reported complaint of "cool line catheter (lot # 98562) leak" was confirmed during visual inspection. Investigation revealed that the leak resulted from a circumferential tear, which was possibly caused by a latent material defect. Visual inspection of the returned cool line catheter was performed and found a circumferential tear on the proximal balloon of the catheter. The circumferential tear was clean, located at 1cm away from the proximal end of the proximal balloon. No other physical damages were observed on the catheter. Functional flushing test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except for the in/out luers due to the circumferential tear. Unable to perform the functional pressure leak test due to the condition that the cool line catheter was received. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for cool line catheter with lot number 98562. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. Amount of less than one bag of sterile saline if entered the patient vasculature likely would not cause a harm for the patient. In this case, subcutaneous hematoma was developed at insertion site as well. Information about treatment of hematoma is not available. Likely subcutaneous hematoma was not a serious event. Event is probably related to zoll catheter due to relevant timing and location.

Event description:
A patient with subarachnoid hemorrhage (sah) was admitted for ivtm treatment. A cool line catheter (lot # 98562) was inserted and secured at the placement site. The healthcare provider then decided that the catheter was not inserted far enough, and subsequently, the sutures were removed, and the catheter was advanced further. On the second day of the treatment, during the cooling phase, it was noted that the volume of the 500-ml saline bag had decreased. The dwell time of the catheter was reported to be less than 24 hours when the issue was noted. The user suspected catheter leak and saline infusion into the patient's bloodstream, and therefore, the catheter was removed. After the catheter was removed, the user performed a flush test and confirmed that the catheter was leaking. Due to an unknown amount of saline infusion into the patient's body and subcutaneous hematoma, which was visually noted at the insertion site, the ivtm therapy was discontinued. It is unknown whether there was any vascular injury caused by the catheter, and it is unknown whether hematoma required a treatment. Patient treatment was completed using an alternative method. There was no device malfunction reported on the thermogard console, and no leak was observed on the start-up kit (suk).